Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Same case as: 2134265-2009-00357, 2134265-2009-00356. It was reported that post a coronary drug eluting stenting treatment procedure, a stent thrombosis and myocardial infarction occurred. The patient presented with chest pain and a myocardial infarction (mi). The physician deployed a 2.50x8mm taxus express2 drug eluting stent in the ostium of the 1st diagonal (dx). While using a kissing balloon technique to "shunt" the stent slightly down the diagonal, so that the lad could be adequately preserved for balloon angioplasty, the 2.5x8mm taxus stent was pushed 1-2mm too far down the diagonal. Therefore, a 2.50x12mm taxus express2 drug eluting stent was deployed across the ostium of the 1st diagonal (dx). Balloon inflations made in the left anterior descending (lad) reduced the stenosis to 40% and a 3.00x12mm taxus express2 drug eluting stent was deployed just beyond the 1st dx. A 2.75x16mm taxus express2 drug eluting stent was deployed in the circumflex (cx) and balloon angioplasty was performed in the obtuse marginal (om). The patient was prescribed; aspirin and plavix. Ten months post the initial procedure, the patient presented with an acute mi. The 1st dx was found to be 100% occluded where the stent was placed at the ostium. Multiple balloon inflations were performed with a 2.5x15mm non-bsc balloon, inflated to 8-11atm for 8-30 seconds. Medication given: heparin. The patient remained hospitalized for three days. The rest of his course was unremarkable. Two years and one month post the initial procedure, the patient presented with severe chest pain and an acute mi. Angiography identified thrombus in the lad. The proximal lad stent and the unknown stent in the ostial ramus were found to be totally occluded. The thrombus was removed with a non-bsc aspiration catheter in the ramus and lad, restoring a timi flow 3. Balloon inflations were made simultaneously in the lad and ramus stent with a 3x15mm balloon, inflated to 6 atms. Kissing balloon technique was performed in the non-stented area of the lad, inflated to 8atm. Medication given: heparin, integrelin.